Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found to in lighthouse under aperture logs, failures were found during gravity homing calibration, confirming the fault occurred in the field. After installing on a test platform and running the fitness test, the unit failed gravity balance test post sine cycle - sh (max_imbalance) and el (max_imbalance). After running calibrations, the mentioned tests passed. 1hr sine cycle passed. Per engineering, the link 2 cover was reseated and improvement on the upper arm torsional twist results was observed. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the right master tool manipulator (mtmr)2 could not complete the gravity balance calibration test. There was no report of patient involvement or patient injury.